Manufacturer narrative:
H.6 type of investigation codes were added as they were inadvertently omitted from the previously submitted report. F6 and f8 should have been blank in the initial MDR g1. Corrected site of manufacture address, city g1. Corrected reporting contact e-mail address.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller (aic) displayed 'optical sensor' error during preparation. The console was exchanged. No patient was involved.

Manufacturer narrative:
The investigation into the optical signal issue has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The failure modes were not naturally reproduced, and the console functioned as expected. The logs from the field could be reproduced if the pump was not fully pushed in during case start and there was an air gap present. The cause of the optical signal failure was most likely an air gap from between the automated impella controller and the patient cable plug since it was able to resolve on the third connection. A.3 gender, d.2 common device name and g.1 manufacturing site fax number were revised from the initial submission in accordance with updated procedures. H.6 medical device problem code was revised in accordance with updated procedures. New code has been added to medical device problem codes. Code 3233 results pending completion of investigation was inadvertently omitted from the previously submitted report and has been added to this report. The investigation has been completed since the previously submitted report.